Event description:
Consumer reported receiving 3rd degree burns to her lower back while using the heating pad. She was laying on the heating pad at the time the burn was received and fell asleep. The consumer was also using narcotics. Using a heating pad in this manner is contrary to proper use instruction.